Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) had no sound during an alarm. No patient harm was reported.

Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. The speaker cable was confirmed to be broken upon opening the console in field service. The root cause of the inaudible alarm was due to a broken speaker cable, which was likely due to a technician servicing error. This report is being filed as part of a retrospective review of historical records.